Manufacturer narrative:
Additional data: b5, d4, d9, h3, h4. H6 codes have been updated to reflect conclusion of the investigation.

Event description:
A patient was revised approximately 8 years post-operatively to address a fractured xia monoaxial screw.

Event description:
A patient was revised to address a fractured xia monoaxial screw.